Event description:
In april 2002, the patient was seen at the implant center due to patient's school reporting that patient was not listening at school. In may 2002, device evaluation was performed by the implant center. At that time, the device had intermitted link. External hardware was exchanged, however the problem persisted. Revision surgery was scheduled to explant the device. The patient was reimplanted with another clarion device.